Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 26 february 2026 that the patient presented with grade 4 degenerative mitral regurgitation (mr), prolapsed posterior leaflet, flail anterior leaflet and ruptured chordae and papillary muscle for a mitraclip procedure. During the procedure, the clip was entangled with floating tissue repeatedly during deployment sequence. However, the clip was deployed successfully. Post deployment, the clip had single leaflet device attachment(slda) from the anterior leaflet. Additional clip was deployed to stabilize the slda clip. A physical contact was observed between the two clips. Per the physician, slda was due to the pre-existing patient anatomy. The mr remained unchanged post procedure. There was no clinically significant delay.